Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead noise was observed in clinic during routine follow-up. Patient was asymptomatic. No intervention was reported. Patient will continue to be monitored, and a follow-up was scheduled for further assessment.

Event description:
New information received notes that the rv continued to exhibit noise. Noise was not reproducible in clinic with isometrics and pocket manipulation. Programming changes were made, and the patient will continue to be monitored.

Event description:
New information states that programming changes were made for the noise episode on (B)(6) 2017. No lead revision was performed. Patient is in stable condition and will continue to be monitored.

Event description:
New information states that during a follow-up in clinic, noise was observed on the right ventricular lead. Patient was asymptomatic lead revision and programming changes were discussed. No further information was provided.